Event description:
Report received from (B)(6) stating that the attachment has "bearing dislodged". The device was not used during surgery. It is unk if injury or medical intervention occurred. It is unk if a delay in surgery occurred as a result of the device issue. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the complaint of "will not secure to motor" was confirmed. Reliability engineering found the bearings in the attachment were worn and damaged, creating an obstruction that would not allow cutter insertion. In addition, the protective foot of the craniotome was bent upward and had been drilled into on the bottom and side, and the back post had also been drilled. This condition is indicative of a cutter that was not fully seated and secure into the motor and/or excessive side loading during use. If add'l info is received, a supplemental report will be sent.